Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383335 and lot number 2146213. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn pnk 20ga x 1.0in leaked at adapter tubing junction. On (B)(6) 2024, at 9:20 a.m., the nurse received a medical order to give an indwelling needle to a pregnant woman who was preparing for an external inversion, selected a vessel, sterilized the skin, lanced the needle, saw the blood return, secured the needle, and with the other hand, pulled the outline wire out of the needle, and after pulling it out, the port of the heparin cap needle kept bubbling and dripping blood. The steel needle port also dripped blood.